Manufacturer narrative:
This supplemental report is being submitted to provide correction updated fields: h2, h11. Corrected fields: h6. The following reportable malfunctions was identified during the device evaluation: scope connector unit is dirty. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope connector case is dirty due to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damaged charged coupled device (ccd) unit, the image had roughness, which led to poor quality image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had colorful stripes and a washed-out image. The issue was found during a colonoscopy procedure. There were no reports of patient harm.